Manufacturer narrative:
(B)(6). Crawford, david et al. "Low rates of aseptic loosening in obese patients with use of high viscosity cement and standard tibial tray: 2-year minimum follow-up" (2017), doi: 10.1016/j.arth.2017 .04.018. Concomitant products: unknown vanguard femoral, item # unknown, lot # unknown; unknown vanguard tibial tray, item # unknown, lot # unknown; unknown vanguard bearing, item # unknown, lot # unknown . The article was written by david crawford, keith berend, denis nam, robert barrack, joanne adams, adolph lombardi. The complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported in a journal article that there were a reported 124 knee manipulations performed. No further information has been provided.